Event description:
It was reported that the tips of the coude intermittent catheters were twisted.

Manufacturer narrative:
The reported event was confirmed. The evaluation of the catheters noted that the 8 returned catheters were confirmed for the reported event. The indicator was secured between thumb and finger and the direction of the coude curve was observed to be to either side of the indicator. The indicator was intended to be inline with the direction of the coude curve. The catheter shaft was able to be straightened with light pressure and the indicator was in line with the direction of the coude curve. However, when the pressure was removed, the catheter returned to its twisted configuration. It appeared that the latex cured or settled in a manner such that a twist in the shaft was created, which offset the indicator from the direction of the coude curve. Per specifications, there was no tolerance for variation in the direction of the coude curve relative to the indicator, only that the indicator must be present. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury , illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tips of the coude intermittent catheters were twisted.